Manufacturer narrative:
Findings: pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected power error 25 alarm noted during testing. No unexpected pump error 25 noted in the long trace or pump history. Pump error 63 alarm (variable info=3) during self test and confirmed in the pump history due to cold solder joint on u1 keypad assembly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported power error. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.